Manufacturer narrative:
A ge oec service rep investigated the issue and found that the film cross motor drive shaft was dirty and slipping, causing the malfunction and error code. The filmer cross motor drive was cleaned to restore proper functionality.the system was tested and found to be operating as intended and released to the customer for use. No negative pt effect was reported due to this malfunction. The facility was unable to, or would not provide any pt info with respect to this issue.

Event description:
The ge oec 2600 uroview fluoroscopy system displayed a error code 428. It was reported that the filmer on the system was not working properly.